Event description:
It was reported that the catheter was placed into the pt's right internal jugular in the operating room. Twelve hrs after surgery in the recovery room they saw blood backing up in the sheath to the point it was flooded and dripping out the distal end of the sheath. They pulled the swan ganz out of the introducer and tried pulling in a slic but were not able to get any good fluid. As a result, they decided to pull the introducer and placed a PICC in the pt so they could administer medication. There was a delay in treatment and they do not know if there was pt harm, no pt death and no pt injury was reported. It was noted the pt did not receive any medication for the first twelve hrs.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.